Event description:
Patient presented back to the physician with continued infection and drainage at the neck incision site. Physician referred patient to infectious disease for treatment and prescribed antibiotics. Cultures returned positive for infection. Patient presented back to the physician with a knot inferior to the wound.

Event description:
Patient presented back to the physician with the stimulation lead protruding at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with stimulation lead exposed at the neck incision site. Physician brought the patient into the or, tucked the stimulation deeper, and closed. Physician prescribed antibiotics after the procedure.

Event description:
Patient presented to the physician with signs of infection at the neck incision site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with an infection at the neck incision site. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure and placed a drain at the neck incision. Physician removed the drain 3 days later.